Manufacturer narrative:
(B)(4). It was reported that the customer replaced the keypad, which resolved the reported issue. The ventilator then passed self testing and is back in service.

Event description:
It was reported that during patient use, the ventilator failed. There is no reported patient harm associated with this event.